Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_ 13.2 implantable collamer lens of diopter -13.50/4.5/090 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. The patient experienced an excessive vault. On (B)(6) 2024 the lens was exchanged with the same model, shorter length and the problem was resolved.

Manufacturer narrative:
(B)(4).